Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to deflect the steerable guide catheter (sgc) tip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. When the + knob on the steerable guide catheter (sgc) was turned up to 360 degrees the sgc showed no response. A loss of tip deflection was noted. The sgc was removed and a new sgc was prepared and used for the procedure successfully. 2 clips were implanted and the final mr grade was 3. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported issue of steerable guide catheter (sgc) unable to curve guide was confirmed. Additionally, a cable break was noted. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, the mechanical issue of sgc unable to curve guide was due to the identified cable break; however, a definitive cause for the cable break could not be definitively determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.